Manufacturer narrative:
Additional information was received that the lead was not broken which was previously reported but was cut from another physician who explanted the system. No device malfunction was suspected.

Event description:
A report was received that the patient was not getting coverage in the right area. It was noted that the lead broke. The patient underwent a revision procedure wherein the leads were replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50 serial #: (B)(4), description: scs 50cm iii lead the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was not getting coverage in the right area. It was noted that the lead broke. The patient underwent a revision procedure wherein the leads were replaced.